Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. The exact issue is not clear and no further updates received from customer after vyaire ts requested to perform further troubleshooting. Customer responded that they couldn't able to track the unit.

Event description:
It was reported to vyaire medical that the bellavista1000 ventilator had technical failure 401-inspiration valve or device leaky. Printer like noise coming out of vent. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. Customer perform software upgraded. All calibrations passed. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.